Event description:
It was reported that during a rectum resection procedure, the device was used to suture the inferior rectum. The device properly cut and sutured, but within minutes after completing the procedure, the distal staple line opened up and a purse-string suture was completed manually. The surgeon performed a protective ileostomy.

Manufacturer narrative:
.